Event description:
It was reported that approximately one month after the implant, the right ventricular (rv) lead exhibited elevated thresholds requiring the rv output to be increased. The patient subsequently presented to the emergency department with a loss of ventricular capture and the output was further increased to maintain capture. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-53, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found.